Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Premature battery depletion was observed. During analysis, no high current was detected and the power consumption was found to be normal. Testing in the automated electrical test system showed normal function. The battery was sent to the vendor for destructive analysis. The premature battery depletion was found to be due to an internal anomaly in the battery. .

Event description:
It was reported that, "when inserting tip on to handle, threads became dislodged from inside the impaction tip. Can no longer be used as is."

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was unable to interrogate. During explant, a subclavian crush on the competitor rv lead was observed. The device was explanted.